Event description:
A caller reported an error with their continuous glucose monitoring (cgm) system, specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a complete pump reset, and after following these instructions, they successfully restarted their sensor session without further errors.